Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
No unexpected features were observed on the modular neck. Damage observed on the head may have been created by contact with the shell during revision surgery.